Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the lead was broken/ fractured/ damaged; one of the tales to the existing lead would not fit into the slot into the new battery, during the battery replacement. Physician was unable to advance the lead into the battery slot and decided to remove lead and replace with new lead.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot#/serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type lead. Product ID 97714, lot#/serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp clarified that the corrosion was seen on the lead only. The cause of the corrosion was due to the plastic shear being broken. The fluid corroded the lead. The implant was given to the manufacturer representative (rep).

Manufacturer narrative:
H3: analysis of product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type: lead. Found broken conductors and insulation consistent with metal ion oxidation (mio). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.